Event description:
It was reported that during a prostate procedure "fiber cap detachment" was observed. "The cap was removed from the patient most likely from flushing/draining the bladder." A second fiber was used to complete the case. Patient outcome: "no patient injury."